Manufacturer narrative:
The insulin pump was received with intermittent buttons response due to flattened and creased act, up and down buttons dome switches. No unlocked j2 lcd keypad connector noted. All operating currents within specification and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarm noted during testing. No moisture damage was found on the keypad, electronic, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. It was also reported that insulin pump case was cracked. Customer's blood glucose was 21 mmol/l. Insulin pump will be replaced.